Manufacturer narrative:
Evaluation results: it was observed that one triple flow-through dpt kit with attached merit flush devices. Examination of the device found that the tubing attached to the stand-alone stopcock at the end of the blue line was missing from the kit. It appeared that the kit had not been used. Ther were no abnormalities observed to the rest of the kit. Additionally, there was no tubing detachment observed as all of the tubing connections were still connected.

Event description:
It was reported that the yellow line tubing detached from the connector before use during set up. Reportedly, there were no patient complications.